Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: defect: foreign matter- stopper. It has been received 1 unused sample and 4 pictures for investigation. On visual inspection of the sample and pictures received it can be observed an extra piece of stopper inside the syringe. DHR of lot 1710262 has been reviewed not finding any annotation or deviation regarding the alleged defect. The extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier. Incoming inspections are done periodically according to procedures. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Equipment of manufacturing line is regularly cleaned according to procedure. The incident is reported to area manager. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (B)(4). Sub-process: visual inspection functional inspection. Assembly: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Primary packaging: (B)(4) advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Secondary packaging: (B)(4) shelf-package per pallet; n/a. Equipment of manufacturing line is regularly cleaned according to procedure (B)(4): - once per shift or during any long stop of the manufacturing line. - always any kind of contamination or potential contamination is detected in areas in contact with the product. - during mechanical maintenance of the line. - also critical points: during programmed stops of molding machines.

Event description:
It was reported that black foreign matter was found in a bd plastipak¿ concentric luer lock syringe during use. There was no report of exposure, injury or medical intervention.